Event description:
It was reported that the device melted.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device melted.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: item melted during procedure. No pt harm or delay the probable root causes could be, conductive irrigating or aspirating fluid used was inside the distal end, and contacted the probe and the sheath causing the sheath to melt, power set too high. The device manufacture date is not known. The failure mode will be monitored for future reoccurrence.